Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient had faced a hole in the infusion set tubing and had high blood glucose levels, which she self-treated with correction boluses. Reportedly, on arrival in the emergency room, the blood glucose level was 500 mg/dl and the health care professional assessed it as dangerous/ life threatening. The patient was in the emergency room for four to five hours and she was given intravenous insulin. The patient still experienced high blood glucose, diabetic ketoacidosis. Subsequently she was admitted to hospital. During hospitalization, she received intravenous insulin as corrective treatment which resolved the issue. She was released from the hospital after six days and there was no permanent damage to the patient. The infusion set was used for two days. Currently, she was on multiple daily injection. This case has a sister complaint prid: (B)(6), which is also reported. No further information available.